Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
"This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep. The customer was not able to cut an issue well with the event product during a treatment right after unpacking. He/she sensed that the event product was dull and blunt in cutting. Initial investigation report by aomori olympus. The actual event unit was returned to olympus and visually inspected. Confirmed no visible damage was found. The event unit will be returned to applied medical for further evaluation. Admin (B)(4). Type of intervention: "unknown." Patient status: "no patient injury."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing confirmed that the event unit was unable to cut. Upon inspection, it was observed that one of the actuating shims was damaged and the post of the blade had disengaged from the track of the actuating shim. It is likely that the damage to the actuating shim was caused by excessive force applied to the unit from cutting material that was too hard or dense, such as a staple or clip. This would cause the blade to disengage from the actuating shim, which would result in a unit that was unable to cut. The instructions for use (IFU) states, "damage may occur if cutting of clips or staples is attempted". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.